Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) went to their urologist's office and met the representative (rep) there to have their ins checked. Caller states the eos eligibility form was completed however it indicates that the ins is not considered off and caller noted that they were unable to connect to the ins when they met at the provider's office. Agent reviewed MRI is not recommended if device status is unknown. On (B)(6)2026 additional information was received from a healthcare provider (hcp). The hcp stated that the ins was malfunctioning and wasn't able to be put into MRI mode. The caller stated the patient's implanting physician left the facility and therefore, they didn't know where they were currently practicing. Technical services reviewed use of the eligibility form and transferred the caller to the national answering service to have a rep assist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.